Event description:
The clinic reported that a laser vision correction patient presented a flap straie in the left eye at 1 day post op. The patient required sutures. The doctor feels there is an issue with the laser and requested service on the laser. Customer reported right eye best corrected visual acuity (bcva) pre 20/20, post 20/20.

Manufacturer narrative:
Sex of patient is unknown. Date of event: unknown. (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist(fss).the fss was not able to duplicate the reported event. The field service specialist (fss) performed a checklist and verified all modes of operations. In addition, a preventative maintenance was performed. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). Date of event (B)(6) 2014 as account reported that striae presented at one day post surgery and day of surgery was (B)(6) 2014.

Manufacturer narrative:
In initial report, section should have also included product problem. This follow up has included both product and adverse event. In initial report, date returned to the manufacturer was incorrect. The date field should have not included a date as it was not returned to the manufacturer. (B)(4). Source report: user facility was not provided in initial report. This follow up has included user facility. All pertinent information available to abbott medical optics has been submitted. Placeholder.